Event description:
It was reported that an unspecified primary IV tubing fell out of a levophed bottle (non-baxter) when spiked which resulted in a spill of the medication. An attempt was made to re-spike, however the tubing and medication needed to be held together with tape. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.